Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported while using a glidescope core 10-inch monitor during an intubation, the device displayed an overheating error message and experienced shutdowns on three (3) occasions. This resuted in an unspecified delay in service but there was no reported use of a backup device or harm to the patient.